Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name 28mm std lfit v40 head; cat# 6260-9-128; lot# 17893356. Device name modular dual mobility insert; cat# 626-00-42e; lot# 30051352. Device name uni adaptor sleeve v40 ti; cat# 6519-t-100; lot# 29609555. Device name 6.5mm low profile hex screw 20mm; cat# 7030-6520; lot# jrud. Device name delta un.fem hd 28mm r28 16/18; cat# 6519-1-028; lot# 25561652. Device name 6.5mm low profile hex screw 35mm; cat#7030-6535; lot# kdgj. Device name tridentii tritanium multi 54e; cat#709-04-54e; lot# 29653651a. Device name 6.5mm low profile hex screw 20mm; cat# 7030-6520; lot# mu6e. Device name 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot# mxy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: right hip revision, patient presented with an infected surgical site. Surgeon swapped the liner, insert, and head, and all other components were left in-situ at this time. No complaints filed against the components themselves, and no further information available.